Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 3.4 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up. Currently the proximal abdominal aortic neck is 29 mm in diameter at the renal arteries and 32 mm 1 cm in diameter below the renal arteries. A recent CT revealed that the aneurx bifurcated stent graft had migrated distally 1 cm with a type I endoleak. The physician stated that the cause of the stent graft migration was anatomy related due to aortic neck dilatation. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.